Event description:
It was reported the PICC was leaking at the pigtail and pink hub area. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and a potentially relevant finding was identified. For material c-15802-018a, a non-conformance was initiated for lots 13c21f0239 and 13c21d0882 regarding extensoin line leak during use. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the PICC was leaking at the pigtail and pink hub area. No patient harm was reported. The patient's condition is reported as fine.